Manufacturer narrative:
Continuation from d10: product ID: unknown-other manufacturer product type: sheath. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter was inserted into the sheath and aspiration for air removal was performed without any problems. After pulmonary vein (pv) cooling was completed, the balloon catheter was removed and another manufacturer's sheath was inserted into the medtronic sheath for an attempt of post-operative mapping but was not 'forced' due to air intermittently being drawn from the medtronic sheath when aspirating blood. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 4fc12 sheath with lot number 0012191912 was returned and analyzed. No anomalies were identified during the external visual inspection. The handle, shaft and side port were intact with no apparent issues. Functional testing was performed and no anomalies were discovered. The performance test with a leak tester was performed. The pressure test with 30 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03621 psig. The flushing test with 6 psig showed the pressure decay in the device was 0.01223 psig. The aspiration test with negative pressure of 4.1 psig showed the pressure decay in the device was 0.00099 psig. All the performance tests were in the acceptable range. The shaft, side tube, and valve were all leak-tight with no apparent issues. In conclusion, the reported "air ingress during aspiration" issue was not observed/reproduced with the returned sheath; the sheath passed the returned product inspection per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.